Event description:
Info received indicates during a preventive maintenance check the tech found the brake would not hold on the bed.

Manufacturer narrative:
The tech isolated the issue to worn casters. He replaced the four brake casters to repair the bed.